Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: (B)(6) 2022. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient that the 63b electrodes also caused his throat to close up. His doctor advised, if it happens again, to stop wearing the unit. He has an appointment with the doctor on (B)(6) 2022. A return label has been sent to the patient. Update (B)(6): I spoke with the patient regarding the reaction. The patient reported that he had an allergic reaction to the 63b electrodes and that he had a hard time swallowing as well as red marks on his skin. The patient stated he is allergic to adhesive. The patient stated that he normally takes benadryl for allergic reactions. The patient also reported that he saw his doctor and was told to discontinue wearing the unit. He has sent the product back.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was returned to zimvie for investigation. The reported event was not verifiable after the investigation associated with allergic reaction and sore throat. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly zimvie will continue to monitor for trends. The following sections have been updated: b4: date of this report added. D3: manufacturer updated. G1: contact office updated. G3: date received by manufacturer added. G6: type of report updated. H2: follow up type added. H3: device evaluated by manufacturer updated to yes. H4: device manufacturer date added. H6: component code added to 451: electrode. H6: impact code added to 4648 - insufficient information. H6: device code updated to 2682 - patient-device incompatibility. H6: investigation code added to 3331 - analysis of production records. H6: investigation code added to 4119 ¿ insufficient information available. H6: investigation findings code added to 3221: no findings available. H10: additional narratives/data. The following sections have been corrected: h6: device code updated to 2993: adverse event without identified device or use problem.

Event description:
T was reported by the patient that the 63b electrodes also caused his throat to close up. His doctor advised, if it happens again, to stop wearing the unit. He has an appointment with the doctor on (B)(6) 2022. A return label has been sent to the patient. Update 02/11: I spoke with the patient regarding the reaction. The patient reported that he had an allergic reaction to the 63b electrodes and that he had a hard time swallowing as well as red marks on his skin. The patient stated he is allergic to adhesive. The patient stated that he normally takes benadryl for allergic reactions. The patient also reported that he saw his doctor and was told to discontinue wearing the unit. He has sent the product back.

Manufacturer narrative:
Investigation summary: a visual inspection of the customer returned product was performed. Included was one pack of 63b electrodes part no. 106130-22 with lot no. 022901 received in a shipping mailer cushion envelope. The parts received look to be in good condition from the visual/cosmetic view. The certificate of conformance was requested and reviewed in the product information section and there were no non-conformances or deviations reported. Review of the information provided by the customer and along with findings from the investigation, indicate there are no systemic issues with the product or lot. Therefore, the bill of materials (boms), material certifications, master labels, and product drawings were not requested or pulled during this investigation. The approved suppliers were not contacted, and the product was not pulled from stock for evaluation. No physical and/or functional condition could be found after review of the certificate of conformance that could be considered a causal factor for the reported complaint. The reported claim could be associated with a side effect/clinical condition of the patient which is unknown. The reported condition is related to clinical factors beyond the scope of the device investigation covered in the complaint investigation as part of the manufacturing review. Issue evaluation ie-00840 was initiated to investigate the received complaints of irritation/rash developed from the electrodes/cover patches. Hhed-10-2017-001 evaluated the risk to the patient. Therefore, no further actions are required at this time. This complaint will be tracked and trended per sop 114.0.2 bht complaint trending procedure for any adverse trends that may warrant further action. Review of complaint history identified (0) total complaints from (february 7, 2021) to (february 7, 2022) for pn (106130-22) and events related to (medical: allergic reaction). Keyword search criteria: (complaint codes: bhp medical: allergic reaction). The search was specified to the lot no. 022901. The search identified 0 complaints. Review of complaint history identified (32) total complaints from (february 7, 2021) to (february 7, 2022) for pn (106130-22) and events related to (electrodes: rash/irritation). Keyword search criteria: (complaint codes: bhp electrodes: rash/irritation). The search was specified to the lot no. 022901. The search identified 1 complaints. Highridge medical will continue to monitor for trend. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported by the patient that the 63b electrodes also caused his throat to close up. His doctor advised, if it happens again, to stop wearing the unit. He has an appointment with the doctor on (B)(6) 2022. A return label has been sent to the patient. I spoke with the patient regarding the reaction. The patient reported that he had an allergic reaction to the 63b electrodes and that he had a hard time swallowing as well as red marks on his skin. The patient stated he is allergic to adhesive. The patient stated that he normally takes benadryl for allergic reactions. The patient also reported that he saw his doctor and was told to discontinue wearing the unit. He has sent the product back. No replacement product sent to the patient.